Event description:
Pt reporting that they had another alarm on pump. Pt confirmed it was a downstream occlusion alarm like they had the other day (issue was previously reported). Pt confirmed pump was currently running. Pt confirmed no bends or kinks in tubing, no clamps clamped, and cadd ext set tubing attached correctly. Pt confirmed it's been in place for about 3 years. Pt was reluctant to go to hospital tonight. Rph advised as long as their infusion is running pt could wait till tomorrow, but if it alarms again tonight to get to hospital. Pt voiced understanding. Pt said they may be sleeping in a way that is putting pressure on it and will try sleeping in a different position. Pt said they did not have backup pump with them. Serial number unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon pt return. Did we replace device? No. Did the pt have a backup device they were able to switch to? No. If yes, was the pt able to successfully continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown. Pulmonary arterial hypertension.